Event description:
Caller reported a malfunction on a pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. Customer was allowed to continue using the pump and was advised to contact support if the issue reappeared, which the caller acknowledged and understood.